Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event occurred on an unspecified date, and involved a 46 cm (18") pur transfer set w/chemolock¿ additive port, check valve w/luer lock, filter cap in which the reported stated ¿sometimes tubing above the drip chamber contains air (spike is correctly positioned in bag + still covered with fluid). We can see no damage on the filter." The event occur during an infusion; the length of time device was in use: is approximately 30min - 1 hour. The pump being used with the device was not specifically tested but no adjustments were made compared to the past and other sets. The medication being infused was reported to be oncology/chemotherapy. The devices were not changed out or replaced; no further problems encountered. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no medical or surgical intervention was required.

Event description:
The correct list number is (B)(4).

Manufacturer narrative:
Two used list #011-cl3955, 46 cm (18") appx 5.7 ml, pur transfer sets w/chemolock® additive port, 0.2 micron filter, check valve w/luer lock, filter cap (lot #unknown) were received along with various non-ICU medical devices. No damage or anomalies were identified on the returned samples. Connected to the returned mating devices as received, the two (2) list #011-cl3955 transfer sets were primed and pressure leak tested according to product performance specifications. No air in the lines was observed after priming. No leaks occurred during leak testing. The reported complaint could not be replicated or confirmed.